Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10l07041, h10k12043, h11b21041 ,h11c31030, h11d25048 and h11f07058 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy via continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial treatment with unspecified antibiotics. While hospitalized, the patient's peritoneal dialysis (pd) catheter was removed. Dianeal pd4 ambuflex therapy was discontinued and the patient was switched to hemodialysis. Although a break in aseptic technique was not identified as the cause of the bacterial peritonitis with (B)(6), the patient received aseptic technique retraining. On an unreported date in 2011, the patient recovered from the event of bacterial peritonitis with (B)(6) and was discharged from the hospital. The nurse felt the event of bacterial peritonitis with (B)(6) was not related to dianeal pd4 ambuflex therapy or the home choice device. Writer's search identified the clinic had received transfer sets (B)(4), lot numbers h10l07041, h10k12043, h11b21041, h11c31030, h11d25048 and h11f07058 within six months prior to the reported event.